Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, resistance was felt during thumb advancer deployment. In accordance with the instruction for use, an attempt to remove the starclose se device by releasing the locking mechanism on the thumb advancer using the access ports was made; however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved using manual compression. There were no report of adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.